Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer was assisted with troubleshooting but the display did not returned back. Customer also reported that they received battery failed test alarm. They also reported that there was no damage or corroded on battery compartment and the battery cap was not damaged nor missing. The customer was reported that the insulin pump display did not return after the restart. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. Failed battery test not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).